Event description:
It was reported during the implant procedure that the lead was not used due to muscle stimulation, helix blocked/unable to advance or retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The helix was stretched beyond specification, there was defib conductor distortion, helix was bent/distorted and there was deformation/fracture of the proximal section of the inner coil.